Manufacturer narrative:
It was reported to resmed that the mask involved in this event was cleaned by the sleep lab using control iii disinfectant solution. Resmed has not validated or labeled the use of this disinfectant with this mask system. In addition, the physician report states that the mask was wiped down with a cleaner and then placed on the pt's face while still damp. The pt woke in the morning with a burning sensation on their face. At this stage, with the info available, the exact cause of the injury has not been determined. Resmed has requested the mask system be returned, so a thorough eval can be performed.

Event description:
A sleep lab reported to resmed that one of their pts obtained a 2nd degree chemical burn on their face from their CPAP mask headgear.